Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Revision surgery performed on (B)(6) 2017 due to high ions level cr and co. Cr: 30.6/ co: 60.65.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to address metallosis. During physical examination, the hip is stiff during rotation, 90-degree flexion with tendency to external rotation. Slight limp due to pain when walking. Findings of this local physical examination have remained unchanged over time, and have always been more or less present.